Manufacturer narrative:
Initial.

Event description:
It was reported that after a larger-than-usual meal, the user experienced a blood glucose rise into the 300s while using the ilet, and the system subsequently corrected without external intervention; this was associated with incorrect meal announcement or meal size estimation and relates to user interaction with the device interface. Symptoms included hyperglycemia without reported ketosis or other symptoms. Outcomes included information that was insufficient to further characterize long-term impact. Investigation included communication with the user¿s family and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage-related problem, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.